Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the implantable pulse generator (ipg) exhibited loss of capture on telemetry. A leadless ipg was implanted with the ipg remaining in use. No further patient complications have been reported as a result of this event.